Event description:
Device returned for analysis by foreign reportr with complaint of - "after 9 months of service life the device was returned for analysis because of crystalization of drug (drug concentration complication)". This problem had been ongoing since before event date. The durgs used in the pump were reported to be diamorphine and marcaine.